Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 1, 2 and 3). Per op notes, ¿the hernia sac was noted and reduced. Three sepramesh ip (device 1,2 and 3) were placed and tacked using sutures.¿ (B)(6) 2016 - patient was diagnosed with small bowel obstruction with abdominal pain and infected mesh thereby underwent open repair with excision of sepramesh ip (device 1,2 and 3). Per op notes, ¿scar was excised. The prior meshes (device 1, 2 and 3) were noted. The small bowel adherent with evidence of fistula. Some parts of prior mesh (device 1, 2 and 3) were not incorporated. Extensive adhesiolysis was performed. The small bowel with adherent mesh were resected. The infected and unincorporated prior meshes (device 1, 2 and 3) were excised entirely. Appendectomy was performed and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the sepramesh ip (device 3). An additional supplemental emdr was submitted to represent the sepramesh ip (device 1). An additional MDR was submitted to represent the sepramesh ip (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.